Manufacturer narrative:
It was reported atrial fibrillation was noted on same day of amulet implant procedure prior to discharge. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Information from field indicted that the patient's activated clotting time (act) levels was at 257s (in therapeutic range) and heparin was administered during procedure. The cause of reported patient effect of atrial fibrillation could not be conclusively determined. The reported medical intervention was a result of case-specific circumstances as the patient was admitted for additional hospitalization and put on amiodarone bolus to convert back into sinus rhythm. The patient status was reported as stable and discharged. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - catalyst ide, patient site ID: (B)(6). It was reported on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was implanted with a 14f amplatzer torqvue 45x45 delivery sheath. Prior to procedure, the patient's starting atrial rhythm was no sinus rhythm. The patient's left atrial appendage (laa) dimensions were as follows: laa orifice = 23mm; laa depth = 24mm; landing zone = 15-21mm; and la pressure = 16mmhg. During procedure, the patient's activated clotting time (act) levels was at 257s and heparin was administered. It was reported there was only one partial recapture and no full/complete recaptures. Post-procedure on the same day prior to hospital discharge, an electrocardiogram noted atrial fibrillation. The patient was admitted for additional hospitalization on (B)(6) 2024 and put on amiodarone bolus to convert back into sinus rhythm. The patient status was reported as stable and discharged.